Event description:
An 82-year-old male underwent a complex multivessel percutaneous coronary artery intervention with intraprocedural left ventricular assist device support. The patient had five drug-eluting stents placed in his ostial obtuse marginal artery (om), proximal to mid circumflex artery, mid left anterior descending artery (lad), and culotte stenting in the left main/lad/circumflex bifurcation. At the end of the procedure there was embolization of the fractured guidewire tip into a small diagonal branch, which could not be successfully retrieved despite multiple attempts. On (B)(6) 2023, the patient underwent a procedure to successfully retrieve the embolized tip from the diagonal artery. Medwatch uf/importer report number: (B)(4).

Manufacturer narrative:
The material inspection report for this guidewire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. H6 investigation conclusion code 22: the diamondback 360 coronary orbital atherectomy system instructions for user manual states that device embolization is a potential adverse event that may occur and/or require intervention with use of the system. Csi ID: (B)(4).